Manufacturer narrative:
The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly and no blank display noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's pump did not turn on. It was reported that the customer replaced the battery with new one, but the problem remained. It was reported that the customer had to disconnect from the pump, and revert to manual injection per their healthcare providers instructions. It was reported that the pump would be replaced and returned for analysis. No further information provided.